Manufacturer narrative:
There was no patient involvement. H sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin s5 system started in ups mode during priming, even when the power supply was on. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue and identified burned components on the switching power supply board. A replacement unit has been ordered. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s5 system started in ups mode during priming, even when the power supply was on. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of livanova (B)(4). Follow up attempts inquiring of the completion have went unanswered, therefore, it is unknown if the replacement unit has been installed. No additional information has been received. If additional information is received it will be assessed for reportability as required. A review of the DHR did not identify any manufacturing deviations or non-conformities relevant to the reported issue. The result of the investigation does not provide any objective evidence to determine a root cause for the reported event. Livanova has determined that a CAPA is not required, as there was no patient harm reported. Livanova will continue to monitor this issue for trends.